Event description:
It was reported the patient experienced difficulty with recharging her device shortly after the implant. X-rays noted the device had flipped. The patient underwent revision surgery to reposition the pump. The patient recovered without sequela and was able to recharge as normal.